Manufacturer narrative:
Evaluation of the returned software exports indicated that the star marker was pressed on the patient skin. This may lead to wrong orientation of the trajectories in relation to the patient position. The representative who supported the case provided post-op images of the deviation and informed that the patient was with high bmi, the patient was not taped to the bed and the surgeon leaned on the patient when drilling the trajectories. The investigation team could not assertion a single root cause and this are the probable causes for the deviations: waterbed affect due to high bmi patient and surgeon leaning on the patient; discrepancy between the patient position to the mazor x due to star marker pressing on the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that they were doing an open l3-s1 scan & plan on a patient that was 40+ bmi. All of the left sided screws were lateral, and the right sided screws were slightly medial. The degree to which the trajectories were off seemed to increase with the distance away from the bi-lateral psis fixation. They fixated to the patient first and then exposed. The surgeon chose this approach because they wanted to use the nav to plan out the incision. The surgeon attempted to navigate the screws and then used a jamshidi and flouro. It was noted that the issue caused at least a 3 hour delay in the case. There were no additional complications reported or anticipated as a result of the event.